Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) was not confirmed due to a lack of sample. The root cause of the complaint was not determined. The lot number is unknown; therefore, a batch review cannot be performed. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) system error (se) 2240/2367, this situation occurred during the initial drain. The technical services representative (tsr) explained the alarms and assisted the hp troubleshoot. The tsr advised the hp to report the alarm to peritoneal dialysis registered nurse (pdrn) the next morning. No patient injury or medical intervention was reported. During follow up the home patient (hp) stated he had not talked to his pd rn about the system error, but he would mention it to her the next time he saw her. The hp did not resume therapy that night on the cycler until the following night. The hp stated he resumed therapy without problems on the cycler. No patient injury or medical intervention was reported.